Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06463. It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited wide qrs oversensing on the right ventricular channel which resulted in double counting. Programming changes were made to address the oversensing. Additional review noted the right ventricular lead exhibited elevated capture threshold. The physician changed the patient's medication and discussed lead replacement during a routine generator changeout procedure. The patient was stable throughout.